Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in dwell 3 of 4. The home patient (hp) had 2 bags connected and had already cycled power. The hc was now at press go to start. The hp reported they had accidently left the clamp on the unused line open. The technical service representative (tsr) reviewed the setup. The hp would complete the therapy with manual supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient's husband, he stated the home patient left the clamp open on the unused line and received system error 2240. The home patient completed therapy via a manual drain. The home patient has continued with therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be an open clamp on the unused supply line. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.